Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: (B)(6) 2020) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy into normal tissue the biopsy instrument allegedly fired automatically without depressing any triggers. Reportedly, no coaxial was used during the procedure and another device was used to complete the procedure. There was no patient contact.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy into normal tissue the biopsy instrument allegedly fired automatically without depressing any triggers. Reportedly, no coaxial was used during the procedure and another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly of the device, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as functional testing could not be completed due to the identified failure to prime. The bent bumpers likely contributed to incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.